Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported that philips the paramedics were able to obtain a 3-lead ECG with the device but could not obtain a 12-lead ECG on a patient. There was no negative patient impact.